Event description:
It was reported that the customer was getting a high number of spurious physiological alarms being triggered with the rubber boot style sensor seemingly due to ambient light when used with the rainbow board. This behavior is not exhibited when the sensor is shielded from ambient light, however, when exposed to ambient light (basic florescent lighting), false readings occur. This is not seen with the same style sensor when used with set boards. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional tests during simulator testing. However, when the simulator was removed from the sensor and slight to moderate motion was applied to the sensor end, probe-off readings were observed. The unit was found to visually and audibly alarm when upper and lower spo2 and pulse rate levels were exceeded and when probe-off readings were halted. A service history record review reveals that this unit was in the field for over six (6) months with no previously reported issues.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.